Event description:
The user facility reported a 73-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. An impella cp was being placed for support of a patient admitted in with cardiac comorbidities and a plan for a percutaneous coronary intervention. The pump was placed but the team found the sheath to be malfunctioning. The valve allowed for bleeding and so the valve/sheath was replaced with a new abiomed second peel away sheath.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation for the introducer damage has been completed. The introducer was not returned for investigation. The cause of the introducer damage issue was not determined since product was not returned. F6/f8 should have been left blank in the initial report.